Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.

Event description:
It was reported to nova biomedical that a consumer received blood glucose readings of "lo" and 50 mg/dl on her blood glucose meter and then a reading of 120 mg/dl on another brand of meter within a 10 minute time period. No decision to treat was reported on the allegedly faulty meter. The difference in the readings was determined to be clinically significant. The meter will be returned for evaluation.